Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (model pcb00 +23.5 diopter) the surgeon saw a bag inefficiency so the lens could not be centered into the patient's operative eye. The lens was removed without any issues with use of a lens cutter. Reportedly, ater implantation of the iol there was a little tear in the back of the capsular bag. No additional surgery or medical intervention needed. An incision enlargement; however, was required to implant another manufacturer's 3-piece sulcus lens. There was a delay of 10 minutes in the surgical procedure, but everything was reported to be fine. The surgeon wondered if the complication could be related to an unpolished haptic. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/24/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed some traces of viscoelastic in the cartridge. The dfu (directions for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). There were no damages observed, neither flashes; screw threads and nut threads were found without damages. There were indications of coating observed at the cartridge canopy. There was no visible gap. The intraocular lens (iol) was returned in a specimen container. The lens was observed cut in two pieces. Both haptics were smooth and there was no damage on the haptics. The customer's reported complaint could not be verified. Based on the observations a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.